Event description:
It was reported that failure to recapture distal filter occurred. A sentinel cerebral protection system (cps) was selected for use for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into the anatomy. The distal filter was deployed but was unable to be recaptured and the distal filter slider would not retract. The sentinel cps was removed and exchanged for another to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the sentinel cps was received for analysis with the proximal filter sheathed, the articulating distal sheath relaxed, and the distal filter unsheathed. Functional testing was performed, and flushing was successfully performed through the front handle, rear handle, and distal filter slider (#3) flush ports without issue. The distal filter was able to be fully recaptured using the distal filter slider (#3) without any issue. Device analysis was unable to confirm the reported distal filter failure to capture/retrieve and distal filter slider damaged/defective.

Event description:
It was reported that failure to recapture distal filter occurred. A sentinel cerebral protection system (cps) was selected for use for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into the anatomy. The distal filter was deployed but was unable to be recaptured and the distal filter slider would not retract. The sentinel cps was removed and exchanged for another to successfully complete the procedure. No patient complications were reported.